Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm harmonic ace instrument for failure analysis investigation. The instrument was analyzed and found to have a broken blade at the base. A piece approximately 12.0 mm x 2.1 mm was found to be broken off. The broken piece was not with the instrument. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during da vinci-assisted surgical procedure, the 8mm harmonic ace instrument blade tine broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tine of the harmonic ace instrument broke and was completely detached, but no fragment fell into the patient. The instrument was inspected prior to use, with no damage observed, and the issue occurred during a dissecting task. The surgeon attributed the breakage to poor product quality, and the instrument had been in use for half an hour before the issue arose. No functionality problems were noticed during the procedure, and there was no collision with other instruments. No photographic or video evidence is available for review.